Manufacturer narrative:
(B)(4). CAPA: the reported events are assessed to be a part of the infection which is already addressed in the labeling. No corrective/preventive action is needed. Manufacturer narrative: a trend analysis shows that there are no increased trends of medical complaint for the reported lot number 13436. A batch record review did not reveal any deviations or other observations that indicate any product deficiencies. All chemical and microbiological test results were within the specification limits. Pharmacovigilance comments: a causal relation between the events and the treatment seems possible. The injection procedure per se and the dermabrasion a month ago may also have contributed to the events. Product was used off label. The case fulfills the seriousness criteria due to the administration of IV antibiotics. Additional comments: device not returned to manufacturer for evaluation.

Event description:
A report (B)(4) was received on 02-jun-2016 from the physician concerning a (B)(6) female patient who received 2 mls of restylane-l (lot code 13436 expiration 31-oct-2017 to the upper eyelids and tear troughs, one syringe of radiesse (lot code 100082355 expiration 29-jan-2018) in the nasolabial folds and oral commissures, and one syringe of juvederm ultra plus xc (lot code h24la40305 expiration 15-feb-2016) to the lips on (B)(6) 2016. She was treated with topical lidocaine pre-injection. The patient had no abnormal signs or symptoms after treatment. The original needle from the package for restylane-l was used, but the technique for administration was not known by the reporter. There was mention of dermabrasion having been performed on an unknown date one month ago. The reporter stated the office had a process that included utilizing a sterile drape and proper skin prepping procedures. The reporter stated the patient went to the emergency room on (B)(6) 2016 and was evaluated to have a 2 cm fluid-filled abscess with cellulitis on the lower left orbital region and left side of face. The fluid culture was negative. The reporter did not know if the patient was admitted to the hospital but noted that the patient received unspecified intravenous (IV) antibiotics times two and doxycycline times 10 days. On (B)(6) 2016 the patient noted upper eyelid swelling bilaterally and trouble opening her eyes. The patient was evaluated in the physician's office on (B)(6) 2016 and her eyes were swollen and slightly pink, she had perioral epithelializing, few scabs present, and few milia. Healing from dermabrasion was noted. The plan was doxycycline for 10 days and to have the patient follow-up in one week for questionable inflammatory reaction versus infection. A follow-up report was received on 07-jun-2016 from the physician. On (B)(6) 2016 the physician removed the restylane-l with hyaluronidase at the follow-up exam. The patient appeared to be recovering well.